Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported the female port for programmer head in programmer has a loose connection. The programmer head connector had to be wiggled to get programmer head to function. The programmer was returned for repair. No patient involvement was reported.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis verified the programmer connection failure caused by radiofrequency (rf) head connector on link electronic module (lem) board. It was also noted that the printer was printing intermittently.